Manufacturer narrative:
(B)(4). This is a report of a use error, where that a patient¿s patient line got caught in the wheel of their electric wheelchair and the patient cut it loose. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's patient line got caught in the wheel of their electric wheelchair and the patient cut it loose. This event occurred during fill three of five while the patient was connected. The technical service representative had the patient cycle the power to the homechoice and down arrow to end of therapy. The technical service representative guided the patient through ending the therapy and removing the supplies. The patient will set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.